Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic assisted radical gastrectomy, while performing the gastrojejunostomy side anastomosis, there was no problem during installation of the device, but it could not be fired. A new device was used to complete the case. No injury.